Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that camera cart monitor was cracked and was causing the cursor to disappear and prevent functionality of the system. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6)). Product ID: 9736325 (unknown serial/lot). Section d references the main component of the system. Other medical products in use during the event include: cable 9735842 cam mon pwr 12vdc s8 svc monitor rfrb 9735795r mtouch 27in s8 svc. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the monitor was replaced. The 9735795r monitor (lot number: 17150368) was returned to the manufacturer for evaluation. It was reported that the housing was ajar. There also multiple impacts and cracks, the touch was not working, and the sound was not working. The 9735842 cable was also returned to the manufacturer for evaluation. The cable was replaced as part of a monitor upgrade. There was no issue with the cable. Codes b01, c13, c19, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.